Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of hypotension which necessitated a discontinuation of treatment and admission to the hospital. The etiology of the patient¿s hypotension is unknown; therefore, causality cannot be established. Limited follow-up information precluded a comprehensive investigation. Hypotension is a common yet serious complication among pd patients and can arise due to a variety of causes. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the patient¿s hypotension. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the events. However, the patient was actively undergoing ccpd therapy when the hypotension began. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused and/or contributed to the serious adverse events. However, without treatment data, discharge summary and/or causality statement, this clinical investigation cannot disassociate the device from the serious adverse event(s).

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius technical support for assistance cancelling ccpd therapy. The spouse reported the patient was hypotensive while undergoing treatment. Upon follow-up the patient's contact confirmed the patient was hospitalized on (B)(6) 2021 for hypotension and was discharged a few days later. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius technical support for assistance cancelling ccpd therapy. The spouse reported the patient was hypotensive while undergoing treatment. Upon follow-up the patient's contact confirmed the patient was hospitalized on (B)(6) 2021 for hypotension and was discharged a few days later. Additional information was requested but was not received to date.